Manufacturer narrative:
Full identifier is case: (B)(4). The customer did not provide patient demographics such as age, date of birth, sex, weight, ethnicity or race. There was no patient involvement in association with this event. The unicel dxi 800 access immunoassay analyzer (dxi) was not returned for evaluation. A beckman coulter field service engineer (fse) was dispatched to assess instrument performance. The customer also reported the fire department and the hospital electrical department were consulted. The fse determined there was an electrical short in the customer's electrical lines and the dxi power supply was damaged due to the short. The fse replaced the dxi power supply as well as the dxi user interface display. Fse reset the dxi and confirmed no further issues were found. In conclusion, the cause of this event is a short in the customer's electrical lines which caused the dxi power supply to short out.

Event description:
On (B)(6) 2020 the customer reported their unicel dxi 800 access immunoassay analyzer (dx), part number 973100 and serial number (B)(4), power supply unit began emitting smoke and a burning smell. There was no report of injury or further damage to property due to this event. The customer informed beckman coulter that the fire department and the hospital electrical department were notified and called to the site. The customer also requested that a beckman coulter field service engineer be dispatched to assess the instrument.